Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01871.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coil and pod10. During the procedure, the hospital technologist experienced resistance while advancing the ruby coil and pod10 through a non-penumbra microcatheter at the back table. Therefore, both coils were removed. The procedure was successfully completed using additional ruby coils and the same microcatheter.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 43.0, 81.0, and 85.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil was partially advanced out of the distal tip of its introducer sheath and had coagulated blood inside. Conclusions: evaluation of the returned pod10 revealed that the coil could not be advance out of its sheath. During the functional test, resistance was encountered and the pod10 could not be advanced out of its introducer sheath. Further evaluation revealed that the introducer sheath had coagulated blood inside. The coagulated blood likely contributed to the resistance during the functional test. The root cause of the reported resistance could not be determined. Furthermore evaluation of the returned pod10 revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.